Event description:
Device malfunction: proximal portion of stent unexpectedly tapered. Time of malfunction: during procedure. Symptoms/ae: intervention required. It was reported that during an interventional procedure of the left popliteal artery, the stent was deployed in the target lesion. Resistance was met when a post-dilatation balloon was advanced through the proximal portion of the stent. It appeared on fluoroscopy that the stent struts "seemed to move into each other (as if the wire was in a stent strut)." A second stent was placed in the proximal portion of the xpert stent as intervention. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The stent remains in the patient. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this issue. A cd disk with images was provided by the facility. Images show: a balloon catheter advanced halfway into a deployed stent. At the stent's proximal end, the struts are tapered; balloon inflation of the whole stent; a second stent deployed in the proximal end of the previously deployed stent; good flow through the area.